Event description:
Physician reported ruptured device, diagnosed by ultrasound. The device was explanted and replaced with a non-allergan device. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified: weight to the spec, black particles in the surface of the shell/gel and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.